Event description:
Event description guidant received information that during a changeout procedure, this implantable long is-1 lead was bent at a sharp angle and the insulation appeared 'ragged'. All the lead meaurements were normal. The local guidant representative was questioning whether the lead should be replaced.